Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. A review of the instrument¿s history was performed and found the scope was returned for service on december 19, 201.

Event description:
Olympus was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, water began flowing out of the scope¿s blue (air/water) button and cut off the patient¿s airway. The patient had to be suctioned and then blue bagged. The intended procedure was completed with a similar device. The patient did not require extended hospitalization or a follow up appointment. The patient was discharged home. Additionally, it was reported that the user facility¿s physician, nurse, and endoscopic technician inspected the scope in accordance with its instruction manual during reprocessing, prior and post procedure with no anomalies noted. The scope is leak tested after each use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist. As part of our investigation, an olympus endoscopy support specialist (ess)was dispatched to the customer¿s site on september 21, 2018 to observe the staff connect the scopes to insufflator and perform air/water functions with the attached scope. The ess noted that the customer is using a medivators endoinsufflator with 500cc disposable water bottles with the medivators disposable tubing and medivators co2 regulator set to medium for gastroscopes and high for colonoscopes. The reusable olympus air/water valves stay with the scopes. The ess inquired how the insufflator is connected and noted that the insufflator is connected to the water bottle, then to the scope. The clv-190 air is on at the same time as the insufflator and is set to h (high). The ess observed the staff perform these steps using a pcf-q180al, gif-q180, (2) clv-190 and a pcf-h190l. During testing the ess did note that the pcf-q180al scope had water dripping out of the distal tip even if the air/water valve was not depressed. The scope exhibited these issues with both the co2 regulator and cv-190 air set to high. Customer is sending that scope in for repair. All other scopes worked properly.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.